Event description:
No sensing and loss of capture were observed. It was discovered that this was due to twiddler's syndrome. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.